Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The customer was preparing to run proficiency samples and the analyzer generated a diluent error. The customer identified a leak of approximately 25-50 ml of fluid on the counter and floor. The customer identified fluid inside the right side of the analyzer above the laser shield, but could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. While servicing the analyzer, the fse also identified high conductivity cv (coefficient of variation). The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found worn tubing at normally closed pinch valve pv49. He replaced tubing at pv49 and the instrument ran without any leaks or error messages. He also noticed high conductivity cv (coefficient of variation). He replaced the rf triode which fixed the problem. The repairs were verified per established procedures. The beckman coulter (bec) internal identifier for this report is (B)(4).